Event description:
Related manufacturer report number: 2017865-2022-06246. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited high capture thresholds with loss of capture. Both leads were explanted successfully. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection, and imaging of the lead found no anomalies with the exception of procedural damage.